Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing of the ventricular signal by the right atrial (ra) lead. No adverse patient effects were reported. Currently, this crt-p system remains in service.